Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The root cause for this incident cannot be determined at this time. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a regulatory report initially received by a health professional from (B)(6) of aseptic peritonitis in a (B)(6) male patient coincident with extraneal viaflex therapy. On (B)(6) 2010, the patient began treatment with extraneal viaflex (dose and frequency not reported), intraperitoneally for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced abdominal pain and cloudy effluent and extraneal therapy continued. On an unreported date, the abdominal pain and cloudy effluent resolved. On (B)(6) 2010, culture negative peritonitis developed. On this same date, the patient was hospitalized for peritonitis. The patient was diagnosed with moderately severe/painful aseptic peritonitis. On (B)(6) 2010, the patient began remedial treatment with keflin 500mg ip four times daily and gensumycin 40 mg ip once daily. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2010, the patient's remedial treatment was discontinued. On an unreported date, the patient discontinued treatment with extraneal and the event of aseptic peritonitis resolved. The reporter believed the event of aseptic peritonitis was related to extraneal viaflex therapy.